Event description:
It was reported when the device was used during a pneumonectomy procedure, the device was empty. The drivers in the device cut the vessel and the patient lost 600 cc of blood. No further information available at this time.

Event description:
Add'l info received stating the pt did not require blood products. There was no further pt consequence.